Event description:
It was reported that one day post implant, the r-waves had decreased and oversensing was observed. Dislodgement was suspected. The defib max sensitivity was reprogrammed to prevent further oversensing.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.